Manufacturer narrative:
(B)(4) - should the device become available, a follow-up emdr will be submitted.

Event description:
A patient that was clipped in pre op yesterday. The nurses in pre op had no indication that the patients ¿stretch marks¿ on the upper abdomen would abrade so terribly, as a matter of fact, they report that this was not visible during or immediately following the clipping, or they would have stopped clipping and reported the abrasions to the surgeon. The skin was visibly abraded with bleeding noted once the patient was in the or. Sample is unavailable. Bacitracin required on abrasions.